Event description:
A user facility reported that the evis exera iii video system center color image is bad. The event occurred during preparation for use. During a standard service inspection of the customer returned device, no image due to faulty video connector was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, no image with the lft-vh scope due to faulty video connector was noted. In addition, damaged top cover was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty video connector socket could not be identified. Olympus will continue to monitor field performance for this device.